Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that there was misalignment in the touch position. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
(B)(6).